Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had her scs ipg replaced on (B)(6) 2021 because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
Correction: h6 - health effect code should have been 2388 rather than 4582. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.